Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 178297 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 178297 and test base part number 195-430h / lot 174958. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178297 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178297 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported conflicting results with the binax now covid-19 antigen self-test. The consumer reported testing on (B)(6) 2022 with binax now covid-19 antigen self-test on a nasal swab. When he tested he received a positive result, retested shortly after and received a negative result. The consumer confirmed there was no harm due to the test results. No additional patient information, including treatment and outcome, was provided.